Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row c main drawer 2.2 had failed intermittently. A field service engineer (fse) identified that the row board cable connections were partially loose for both cubie tray connector and drawer controller header. The fse reseated the cables, verified the bus connections and drawer operations and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 row cubies failed consistently. This issue prevented staff from completing narcotic counts and accessing certain medications. The customer attempted to recover the cubies required multiple recovery cycles before the message would clear, only for the failure to reoccur later. Replacing the cubie pockets did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.